Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, there were episodes of ectopic beats that were undersensed by the device which resulted in non-sustained right ventricular oversensing. No intervention was performed to resolve the event. The patient is stable and will continue to be monitored.